Manufacturer narrative:
Event problem and evaluation codes: conclusion code: (user error caused or contributed to event). (B)(4).

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer: no, lens discarded. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +21.5 diopter, and the lens split in two after insertion into the eye. The lens was removed with no patient injury and the backup lens was implanted. The cause of the event was due to the lens was loaded incorrectly by the scrub technician. The facility discarded the lens.